Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned, and a 24 mm watchman flx laa closure device & delivery system was used. After the physician placed the 24mm closure device into the was and it was noted that there was a mobile thrombus on the outside of the was. The physician resheathed to flexball and removed the entire 24mm closure device. The physician aspirated the thrombus through the was. A new 24mm closure device was then implanted successfully. There were no further complications and the patient was discharged.